Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.

Manufacturer narrative:
A maquet field service technician investigated the unit and was unable to determine the problem because the unit had been unplugged. The technician plugged in and turned on. No error codes occurred. Found unit makes a block of ice and all functions were good. The technician calibrated the ice sensor and confirmed the increasing of the ice block size. Also functional tests were performed by the technician. All operations good. Unit has been returned to service. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).

Event description:
Description from the customer: "the customer reported that the hcu30 was not making ice. This was discovered prior to pt use." (B)(4). (B)(6).